Event description:
It was reported that withdrawal difficulty was encountered. An unspecified size mustang pta balloon dilatation catheter was selected and advanced to predilate the unspecified target vessel. However, following dilation the proximal and mid shaft were noted to be kinked and had some difficulty in withdrawing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the shaft was stretched down and bunched from 32cm to 34cm distal to the strain relief. An examination of the balloon found that there was a build up of solidified contrast media present inside the balloon and the balloon was not refolded. No other issues were noted with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that withdrawal difficulty was encountered. An unspecified size mustang pta balloon dilatation catheter was selected and advanced to predilate the unspecified target vessel. However, following dilation the proximal and mid shaft were noted to be kinked and had some difficulty in withdrawing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.